Event description:
Unomedical reference number (B)(4). Event occurred in the united states , on (B)(6) 2024, it was reported that the patient experienced issues with 2 infusion sets of the same type. The issue reported was insulin leaking. The infusion set was used for 24 hours. The patient's blood glucose (bg) at the time the issue was noticed was 240 mg/dl. The patient resolved the issue by replacing the infusion set and successfully resumed insulin deliveries. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-10916 - device 2 of 2.